Manufacturer narrative:
Evaluation: results: the lead extension was received complete. A visual inspection revealed the extension had a kink in the lead body, as well as wire separation 38cm from the proximal end of the lead. The extension was subjected to electrical and mechanical analysis and failed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2011-05425. The patient received her scs system (for off-label use) on (B)(6) 2011 including 2 lead extensions (from different lots). It was reported the patient has been experiencing stimulation issues since being implanted. On one lead the patient could not feel stimulation when the amplitude was turned up high. The second lead would auto reduce and show invalid impedance. The physician decided to investigate intra-op and test the leads and extensions. As a result, both extensions were explanted and replaced. Stimulation was regained post-op.